Manufacturer narrative:
Additional information: b5 it was later clarified that the device did not fail to perform as intended. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a same length lens but implanted vertically as opposed to the initial horizontal implant. The problem was resolved. The cause of the event was reported as a patient related factor and noted the device still failed to perform as intended.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid. Visual inspection foudn the lens haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).